Manufacturer narrative:
Patient information unk. Relevant tests/laboratory data unk. Other relevant history unk. The device has been returned to the manufacturer, but has not yet been evaluated.

Event description:
A philips representative became aware that a procedure in which a spectranetics turbo elite laser atherectomy catheter was in use (indication and location of procedure unk). During use within the patient, the device's distal marker band detached inside the patient. The physician was able to retrieve the marker band using a filter wire, and the procedure was completed with no reported patient harm. Attempts to obtain additional information have not been successful. This report captures the turbo elite device in use when the marker band detached within the patient, requiring intervention.

Manufacturer narrative:
G3): the device was evaluated and investigation completed on (B)(6) 2021. H3): device evaluation: the device was returned and evaluated by a cross functional team. The marker band was returned, detached from the distal tip of the catheter. Looking at the catheter, the distal tip had an epoxy void in the locking feature. No other damage was seen to the catheter. Looking at the distal marker band, the band''s locking feature was present around the entire inner circumference. Measurements of the distal marker band were within specifications. This failure is determined to be production process related.